Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated and low blood glucose (bg 20-356 mg/dl). The customer suspected that the basal and carbohydrate ration pump settings were not set properly by the healthcare provider. Juice and glucose were consumed to address low bg. Tandem technical support assisted the customer with entering the healthcare provider's adjusted settings into the pump.